Manufacturer narrative:
This report is submitted on march 15, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and discomfort at magnet site; subsequently, the patient was treated with antibiotics (date and type not reported).

Manufacturer narrative:
It was reported that the patient was administered a 5 day course of steroids.